Event description:
Fluid in buretrol did not drain easily into collection bag. Required lots of manipulation to get buretrol to drain fluid already collected in it to the collection bag below it - drainage so impaired the evd unit had to be totally replaced.